Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller is being evaluated following driveline fault alarms and increases in power. The system controller (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 3 days (B)(6) 2023 per time stamp). Intermittent, silenced driveline fault alarms were captured beginning on 13aug2023, occurring both on the power module and 14v battery power. These alarms corresponded with yellow wrench advisories, per design. Electrical continuity data recorded in the submitted log file suggested a potential issue with the red wire. Additionally, transient elevations in pump power and flow were noted on (B)(6) 2023. Backup mcu faults and replace controller alarms were also captured on (B)(6) 2023 and are related to the observed driveline issues. Of note, the system controller's white power cable was connected to the power module and the black power cable to a 14 v battery for the majority of these elevations. Also, some of the elevations were captured during pulsatility index (pi) events. The pump appeared to operate at the fixed speed without issue for the duration of the log file. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly care interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarms had resolved prior to the system controller exchange.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2023-06203. It was reported that the was in the clinic on (B)(6) 2023 and connected to the power module when they experienced unsustained power spikes. The patient's log files also revealed driveline faults on (B)(6) 2023 and (B)(6) 2023. The patient also had replace controller alarms when connected to grounded cable. The system controller was exchanged. X-rays were taken to examine the extent of the driveline damage.